Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1417505) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: deployed mx6721 following case. Everything appeared and felt fine and patient was discharged the same day. Came back 2-3 days following procedure with pain and lump in groin access area and was discovered to have a pseudoaneurysm. Ultrasound guided compression was applied and resolved the pseudoaneurysm. The duration of the compression is unknown. The patient was not hospitalized. Procedure type: interventional peripheral.